Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13680. It was reported that when the patient presented via remote transmission and in clinic, oversensing was observed on the atrial and right ventricular channels. The physician elected to cap the leads (B)(6) 2019 and the patient was stable throughout.